Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Measurements in clinic were noted to be in the 500 ohms range and all other lead diagnostics were noted to be stable and within normal limits. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the root cause of the high out of range pacing impedance measurements. The physician plans to replace the lead on an unknown date in the future.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. All other lead diagnostics were stable and within normal limits. The physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued high out of range pacing impedance measurements were observed. A nurse practitioner spoke with the lead manufacturer who recommended lead replacement. Available information indicates that the device and lead remain implanted and in service at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued high out of range pacing impedance measurements greater than 2,000 ohms was observed. A lead fracture was suspected. An invasive procedure was performed. The rv lead was surgically abandoned and replaced. This ICD remains implanted and in service. No additional adverse patient effects were reported.